Event description:
The patient's device was not turned on after replacement surgery on (B)(6) 2020 until (B)(6) 2020 due to insurance issues. The physician stated that the cause of the new seizure type and increased auras were due to the loss of vns stimulation.

Event description:
It was reported that after generator replacement surgery the patient began experiencing a new seizure type that is described as shaking that occurs at night and disrupts the patient's sleep. The patient complained of increased auras before replacement surgery due to battery depletion and this condition was noted to continue after replacement. No additional relevant information has been received to date.